Manufacturer narrative:
(B)(4).

Event description:
It was reported that the issue occurred during use on a patient during cardiac surgery. The doctor found blood appeared in the balloon during heart bypass surgery, balloon was broken. The catheter was taken out and replaced with another successfully. There was no reported patient death, serious injury or complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of blood in helium pathway is not confirmed. No leaks were found during functional testing. Although, the root cause of the complaint is undetermined the iab passed functional testing. No further action required.

Event description:
It was reported that the issue occurred during use on a patient during cardiac surgery. The doctor found blood appeared in the balloon during heart bypass surgery, balloon was broken. The catheter was taken out and replaced with another successfully. There was no reported patient death, serious injury or complications.